Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having dizziness and headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned in section b.4 the incorrect date of 07/05/2022. The correct date should have been entered as 07/06/2022.

Manufacturer narrative:
Additional information was received on jun 25, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that they are having headaches and dizziness that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a dust-like contamination on the front panel. An unknown contamination on the air inlet of the blower box. A dust-like contaminant on the top enclosure, rear panel. Manufacturer also observes an unknown contaminant on the inside of the iso port, bottom enclosure/warning label. Internal investigation shows hair-like particles on the top enclosure, hair/dust-like particles in the bottom enclosure. A dust-like contaminant is found on the blower cap, a whitish dust-like contaminant on the blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Section a3 was missed to capture in previous report and updated. Sections d8, d9, h2, h3 and h6 has been updated in this report.